Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test. Device monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than ten minutes and no unexpected post-reset ram crc alarm noted. Device was programmed with test guardian link and a test plug. Device was able to locate and connect to sensor. Device communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.

Manufacturer narrative:
Inuslin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Insulin pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than ten minutes and no unexpected pump error 23 alarm noted. Insulin pump was programmed with test guardian 2 link and a test plug. Insulin pump was able to locate and connect to sensor. The insulin pump communicated properly with the sensor and test transmitter. No sensor related errors or anomalies were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for low blood glucose. Customer will not returned device for analysis.